Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted; bpa was triggered in 2016. The patient was stable.

Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. Bpa timestamp was recorded on a date prior to manufacturing reset and prior to device implant. A longevity calculation was performed and found the battery depletion was normal based on the device usage.